Manufacturer narrative:
The instrument's serial number is (B)(6). The issue is consistent with low virus titers that can result in the detection of the influenza a subtype without the influenza a matrix. Detection of the influenza a subtype without the influenza a matrix can also indicate the presence of a novel strain not fully targeted by the assay. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay. Additionally, this lot contains a raw material with even small, unobservable leaks, which could result in lower than intended reagent concentrations, potentially affecting the assay's performance and leading to inaccurate results. This issue could not be excluded by the investigation. The investigation did not identify a specific cause of the event.

Event description:
There was an allegation of questionable results using the gm eplex resp pathogen 2 panel eua for 1 patient sample on an eplex system. It was reported that influenza a h1-2009 subtype was detected, but there was no signal found for the influenza a target.